Manufacturer narrative:
Date rec'd by MFR: 27apr2019. The customer troubleshot with technical support. The customer was advised to replace the central processing unit (cpu) and was provided with part number and price. The customer stated that the reported issue was addressed, however did not provide any information on what was done. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04/15/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generate a primary alarm failed error code. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The customer troubleshot with technical support. The customer was advised to replace the central processing unit (cpu) and was provided with part number and price. Event date not specified, estimate used.